Event description:
It was reported that the metal tip got stuck in the patient's shoulder and was retrieved. The power level was 9 and the event occurred 90 mins into the case.

Manufacturer narrative:
Additional information has been requested and will be reported if received. The device was not returned and no lot number was reported.